Event description:
The hcp reported the pt was experiencing the onset of severe intractable pain. The pt had been receiving morphine 39mg/ml at 14.79mg/day. A contrast study demonstrated a kink or occlusion in the intrathecal section of the catheter. The device system was explanted and replaced. The pt is reported to have recovered without sequela.